Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: correction of cystocele and stress incontinence with anterior transobturator mesh. The authors aimed to investigate the effectiveness and safety of anterior transobturator mesh application for treatment of both urinary stress incontinence (usi) and cystocele and its influence on quality of life. A total of 85 patients (age range: 35 to 83 years old) with cystocele, with or without usi underwent anterior transobturator vaginal mesh operation and were included in the study. Of which, 51 patients were randomized under gynemesh ps mesh, 3 patients were randomized under ultrapro mesh, and 8 patients were randomized under prolift mesh. In the gynemesh ps group, reported complication included mesh erosion (n-4) which required excision of the eroded part of the mesh. In the ultrapro mesh group, reported complication included mesh erosion (n-1) which required topical estrogen cream. In all study groups, reported complications included post-operative recurrence of stage 1 cystocele (9.6%) and symptomatic hematoma (n 2), 1 of which was infected and both cases required excision of the hematoma and application of antibiotics. It was concluded that the use of the anterior transobturator mesh is a safe method with few complications and good short-term results to manage symptomatic anterior prolapse. No additional information was provided.